Event description:
Customer reported that the adc freestyle libre sensor detached from the adhesive before bed after 5 days of wear. Customer further reported that she was feeling fine and did not want to prick her finger to check the glucose level. Customer subsequently experienced sweating and trembling and her husband treated her with oral sugar. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The reported complaint is related to the overbandage/support mount to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre sensor detached from the adhesive before bed after 5 days of wear. Customer further reported that she was feeling fine and did not want to prick her finger to check the glucose level. Customer subsequently experienced sweating and trembling and her husband treated her with oral sugar. No further treatment was reported. There was no report of death or permanent injury associated with this event.